Event description:
It was reported that the femoral stem used in the patient who underwent revision hip surgery on (B)(6) 2018 broke on (B)(6) 2020. Patient reported that the breakage occurred while returning to sleep.